Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital; reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the duodenal papillary sphincter during an endoscopic sphincterotomy (est) procedure to treat common bile duct stones performed on (B)(6) 2026. During the procedure, the patient underwent resection of a lesion at the duodenal papilla. While performing the incision of the duodenal papillary sphincter, the cutting wire at the tip of the device suddenly broke, making it impossible to continue the incision. The procedure was paused for 20 minutes to allow for device exchange, after which it resumed. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the device was energized prior to bowing and the device was energized when not in contact with tissue. "Per the instructions for use (IFU), precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire integrity." And per the instructions for use (IFU), precaution: it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Failure to do so may result in broken cut wire, damage to the endoscope and/or patient injury.